Event description:
It was reported that the patient was experiencing discomfort at the ipg site and ineffective therapy on their right leg. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the pocket was revised and the ipg was explanted and replaced. During the procedure, it was attempted to reposition the left lead to the right side, but the surgeon could not position the right lead successfully due to scar tissue and anatomical difficulty. Therefore, one lead was explanted while the other remained in the spine. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.